Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there was a wear on cup.

Manufacturer narrative:
(B)(4). Investigation summary: the complaint was initially raised in the etq complaints system ((B)(4)). The investigation was completed and the complaint was transferred for approval prior to being transferred to unity. A current review of the complaint identifies no additional investigational inputs having been received since that time. No further investigation is required and no changes are required to the previous investigation conclusions. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The complaint states it was reported that there was a wear on cup. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.